Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: customer reports error code 13-1033-149 on their 8110. Failure device type: failure problem type: failure mode: case resolution: - informed customer this is a software fault. - recommended re-flashing firmware. - if fault does not clear, replace logic board. - customer will most likely move forward with sending in for repair. Ended call.